Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, displaying a blue screen asking for a password during a procedure prevented a user from removing medication during a colonoscopy. The required medication was propofol. The customer added that the required medication was retrieved from another station in the nearby room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-jul-2022 to 16- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went black and unresponsive. Restarted machine and it goes direct to a black password screen and never loads the pyxis shell. Unplugged and reconnected hard drive and restarted the system to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hard drive was loose required to be reseated. The hard drive was reseated and the system was restarted to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, displaying a blue screen asking for a password during a procedure prevented a user from removing medication. The name of the affected procedure was colonoscopy, and the required medication was propofol. The customer added that the required medication was retrieved from another station in the nearby room. There were no adverse events or injuries reported based on this event.